Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Patient initially complained that they believed that they were in withdrawal after going through a metal detector at the airport. Around two years later, the patient again reported withdrawal symptoms after going through a metal detector multiple times at a courthouse and being "wanded". Several days later, the patient complained of additional withdrawal symptoms, including metal taste, migraine headache and cramps and nausea. Months later, the patient complained of heaviness in their legs. Days after a cap study was performed, the patient alleged additional withdrawal symptoms. Around six months later, the patient complained again of withdrawal symptoms, stating that they had gone through another metal detector at a home depot. The symptoms resolved and then came back the following day.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
A representative from a physician's office contacted the director of post market surveillance in order to report that a patient's pump was explanted. The representative stated that the pump was explanted because "the pump kept stopping." During follow up communication, the representative stated that the patient had experienced various episodes of withdrawal symptoms for years and that they had requested the explant. Cap study was performed and results showed catheter was patent.